Event description:
Routine complaint investigation when a health care facility reported receiving a high reading on the medisense optium blood glucose monitor when compared to a lab reading. The values, when plotted on a parke error grid fall into the "c" zone showing the difference in values to be clinically significant. There was no report of death or serious injury associated with this event.